Event description:
It was reported that the pacemaker indicated 4.5 years of remaining longevity and after 6 months, there was no telemetry and battery depletion was indicated earlier than expected. It was also reported that the patient had intermittent atrioventricular block. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.